Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe flange was not operating. There was no patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found a crack on bottom case; tamper seals we intact. There was evidence of the error or reported problem recorded in event history log. The reported problem syringe flange not working, was not duplicated. The investigation however found some contamination between the ear clip and the side pump. The cause of the reported problem was due to contamination. This was traced to customer due to improper handling. For corrective action, the ear clip was replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Corrected data: h4: correction: device manufacturing date: 01-oct-2014.

Manufacturer narrative:
Additional information received on 04august2022 via email and attached to complaint object: date of the event: 4/16/2022, the reported event did not occur during patient use; the event did not result in patient harm; medical intervention was not required. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., correction: model number: 4000.